Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. Visual inspection found a missing main block, standoff behind lcd was broken, and the pcb damaged. The device was functional testing. It was confirmed that the reported complaint was duplicated. The standoff behind the lcd was broken. No action was taken due to the device not being needed in the loaner pool and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that no lcd numbers were showing. There was no patient involvement and no patient harm/adverse event reported.